Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7115945. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the samples submitted were evaluated by our quality engineers, and was subjected to leakage testing. A small tear was identified in the catheter tubing, in response to this observation a review of the manufacturing facility was conducted. During our review our engineers were not able to identify any possibilities to generate the observed damage. Based on our review, the root cause for this complaint could not be attributed to our manufacturing facility at the conclusion of our review.

Event description:
It was reported that during use it was discovered that the catheter was damaged with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from french to english: after perfusing the child with an intima on the head, I wanted to bend the catheter to stop the bleeding and catheter was cut.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the catheter was damaged with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: after perfusing the child with an intima on the head, I wanted to bend the catheter to stop the bleeding and catheter was cut.